Event description:
The pt reportedly experienced loss of lock between the external equipment and the cochlear implant. External equipment was exchanged and programming changes were made. However, the reported problem was not resolved. Additional testing confirmed device failure. Device revision surgery will be scheduled.